Manufacturer narrative:
(B)(4).

Event description:
It was reported that after seventeen (17) minutes of surgery, while the patient was under nitrous oxide, sparks appeared. The cuff had been checked prior to use and treated with a cleaning solution "aniosyme dd1 5%". It was also reported that the device has been used on the patient. Consequences of the issue included: slight burn mucous; surgery was cancelled; and the patient was still hospitalized due to the main surgery. The device was removed.

Manufacturer narrative:
(B)(4). The product was returned for investigation. A visual inspection showed that the tracheal tube was black at the tip and end of the hose. Further examination found that the proximal cuff was partly melted. The reported complaint was verified. The instructions for use state to avoid contact of the laser beam with the unprotected plastic segment and cuffs at the end of the tube. Such contact, especially in the presence of oxygen enriched or nitrous oxide mixtures , could result in rapid combustion of the plastic segments. This can cause harmful thermal effects and the emission of corrosive and toxic combustion products.